Event description:
Reference number (B)(4). Event occurred in saudi arabia it was reported that patient faced infusion set leakage event in between 06-aug-2024. The infusion set was in use for one day. No further information available.

Manufacturer narrative:
(B)(4).